Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was displaying some non-physiologic signals that appeared just after the p wave about every 10 seconds. These signals were first seen during the implantation procedure. On fluoroscopy, it appears that the distal coil is above the valve. This patient is pacemaker dependant and pauses in pacing have been noted during the oversensing episodes. When overdriving the pacing in the atrium to a rate of 80 beats per minute, the oversensing signals are gone.